Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. No excessive smoke was observed during the testing. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the return condition of the device and the results of the investigation, the reported failure "environmental particulates" was not confirmed but was confirmed for the analyzed failure "material twisted/ bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro , they stated that while harvesting vein, the hp was smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro , they stated that while harvesting vein, the hp was smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.